Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this ra lead exhibited loss of capture (loc) during the pre-discharge check. A system interrogation and a chest x-ray revealed the lead was dislodged, which lead to the loc. As result, the patient underwent a surgical revision wherein the lead was successfully repositioned. The patient did not experienced any additional adverse effects.